Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-517b-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the outer flow tubing exhibits contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It has been reported that during a bph procedure "tip burned" was noted. The fiber was exchanged and the second fiber exhibited same issue. Information regarding how the procedure was completed was not provided. The tip of the first fiber was cleaned during the procedure. Patient outcome "ok" reported. This report is for the first fiber.